Event description:
Per the clinic, the patient experienced pain at the magnet site, poor sound quality and poor performance with the device use. The patient was treated with oral antibiotics for one week (specific date not reported) and oral steroid (specific date and duration not reported). However, the issue could not be resolved. Subsequently, the patient underwent wound exploration and washout procedure followed by explantation of the device under general anesthesia on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced an inflammation and subtle chronic infection causing a local swelling/reaction around the receiver/stimulator. The soft tissue swelling leads to connectivity issue with the device and make a static sounds. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the initial MDR report [6000034-2025-04330] submitted on december 04, 2025 was filed inadvertently. There was no sign of infection around the receiver/stimulator. The oral antibiotics were prescribed for the management of inflammation and swelling.